Manufacturer narrative:
Date of event: 2013. There are no additional device identification numbers. (B)(6). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that as a patient was brought out of the bore of the magnet following a mr exam in 2013, the patient's arm was caught on the armboard which was left in the upward position. The patient complained of a sore shoulder after the incident. The patient refused any treatment and only requested a warm compress. Per a legal request received by ge healthcare, the patient is now alleging to have residual chronic shoulder pain and a rotator cuff tear as a result of this incident. No information on treatment of the injury has been provided.

Manufacturer narrative:
The investigation by ge healthcare has been completed. In this event, the arm boards were left in the up position while the patient was moved out of the bore. Since the arm boards were in the up position, the patient¿s elbow was pushed upwards resulting in the injury. The arm boards, also referred to as rails, are only positioned in the up position when a patient is on the table and being prepared for movement. The side rails help prevent the patient from rolling off the side of the table and provide a handrail for the patient to hold. This incident occurred because the operator left the arm boards in the upward position, failed to position the patient's limbs completely on the table and did not stay in constant verbal and visual communication with the patient.